Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on 27 may 2026 from the home therapy nurse (htn) of a 61-year-old female patient with a medical history including end stage renal disease, who stated the venous needle dislodged during treatment and the patient was transported to hospital due to hemorrhagic shock on (B)(6) 2026. Additional information was received on 27 may 2026 from the home therapy nurse (htn) who stated the needle dislodgement was noted while troubleshooting unspecified alarms. Per the htn, the patient lost consciousness and was admitted to hospital on (B)(6) 2026 and was discharged on (B)(6) 2026. Following the event, the patient has recovered without sequelae and continues to treat using the nxstage system.